Event description:
Hospital reported that the mr290 humidification chamber was being used on a 3100b high frequency oscillatory ventilator. The clincian noted water on the floor and the mr290 chamber was cracked. The mr290 chamber was replaced without subsequent issue. No patient injury reported.

Manufacturer narrative:
Device is being returned to fisher & paykel healthcare. Investigation still underway, no results to date. No conclusion can be made at this time.